Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection revealed that the delivery wire and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath as the coil was not returned. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. Microscopic inspection revealed that the delivery wire zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil was not returned. All the dimensions of the delivery wire were inspected and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a coil separation occurred. A 6mm x 20cm interlock¿-35 was selected for embolization. During procedure, the device was inserted by pushing and pulling the delivery wire; however, it was noted that the interlocking arm became separated contained inside the catheter. The coil was removed from the patient's body together with the catheter and the procedure was completed with another of the same coil. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a coil separation occurred. A 6mm x 20cm interlock¿-35 was selected for embolization. During procedure, the device was inserted by pushing and pulling the delivery wire; however, it was noted that the interlocking arm became separated contained inside the catheter. The coil was removed from the patient's body together with the catheter and the procedure was completed with another of the same coil. There were no patient complications reported.